Event description:
Explant of sound processor to support treatment of pseudomonas infection. Initial implant: (B)(6) 2012.

Manufacturer narrative:
Pt was reconstructed with an envoycem bridge on (B)(6) 2012. Pt was never activated. Note: late filing of report as per discussion with (B)(4) 2012.